Manufacturer narrative:
Device is combination product. Synergy ii us mr 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 18.2 cm distal to the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the shaft broke in a portion that could not enter the patient's body. The target lesion was located in a coronary vessel. A 3.00 x 12mm synergy stent was advanced for treatment. However, upon attempting to deploy the stent, the shaft broke at about 5-10cm from the hub. The device was completely removed. No patient complications were reported and the patient was not harmed. However, returned device analysis revealed that the shaft broke 18.2cm distal to the strain relief.